Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to evaluation, the adhesive on bending section cover had a crack. The adhesive on bending section cover had white-clouded area. The plastic distal end cover had a scratch. The connecting tube had a scratch. Connecting tube had a buckling. Switch button 4 had wear. The universal cord had a scratch. The universal cord had a wrinkle. The image guide protector had a scratch. The protector of universal cord on control section side had a scratch. The protector of universal cord on scope connector side had a scratch. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported that a loaner asset (evis lucera elite gastrointestinal videoscope) nozzle was clogged. There was no report of patient harm associated with this event. During incoming inspection, a foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.